Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they received failed battery test alarm. The customer¿s blood glucose level was 309 mg/dl at the time of the incident. Troubleshooting was performed. The product will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no failed battery test noted. Insulin pump received with corroded battery tube and corroded battery tube spring noted.